Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected alarm as well as failed battery alarm. The customer¿s blood glucose unknown. Troubleshooting was performed. Customer reports they were unable to clear the alarm. Customer states contacts were not missing, damaged or corroded. Customer states after cleared the alarms, the icon was showing that there was no insulin in there. Assisted customer to prime the tubing, once they had finished this process, the full reservoir came up on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.